Event description:
It was reported by a patient that the patient underwent a surgical procedure in (B)(6) 2009 for urinary incontinence and mesh was implanted. Within three weeks of the procedure, the patient began experiencing many symptoms which included pain, bloating, dyspareunia, bleeding, incontinence and infection. The patient was given estrogen cream for the pain and dyspareunia. The patient has undergone additional testing and evaluation. Additional information has been requested

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.